Manufacturer narrative:
Apoc incident # (B)(6) apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 42 year old female patient with abdominal pain. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample I-stat on (B)(6) 2023 08:56 09:00 86.7 iu/l a roche cobas on (B)(6) 2023 10:13 10:30 <2 miu/ml b roche cobas on (B)(6) 2023 08:56 12:00 <2 miu/ml a I-stat on (B)(6) 2023 10:13 12:34 107.8 iu/l b I-stat positive cut-off values: b-hcg = 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg = 25.0 iu/l positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-nov-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot m23176.